Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. The instructions for use (IFU) warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ it is suggested that the user facility review the method of reprocessing for the device according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. The endoscopy support specialist (ess) provided a reprocessing in-service or reprocessing training to the user facility staff, and reprocessing training materials for their reference. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that, during an onsite visit, the user facility staff was not suctioning any of their scopes due to lack of a suctioning source. They have not been reprocessing accessories such as the injection tubing or suction cleaning adapter. They have been deviating from instructions for use by not performing the steps correctly. Flushing was being performed with a syringe rather than injection tubing, they have not followed delayed reprocessing, and at times were reprocessing the scopes the following day after a procedure. No patient infections or injuries reported.